Event description:
As reported by the user facility: details of complaint (reported issue): " almost immediately the pump started alarming for air, rn had clamped tube and then removed the tubing from pump. When removing the tubing from pump the line separated."

Manufacturer narrative:
This report has been identified as b. Braun medical internal number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.